Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. Customer reported that they removed the battery out insulin pump lost all the settings and it was counting down and received unexpected restart alarms with the battery changes. The customer was able to rewound the insulin pump. It was reported that the insulin pump had multiple times unexpected restart alarms even after the battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and a21 error test. No unexpected a21 alarm noted. (B)(4).